Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem withthis pump.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred upon power up in the ambulatory surgery department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.